Event description:
It was reported that the patient reports experiencing an increase in focal aware seizures . No additional relevant information has been received to date.

Event description:
The patient was seen and the vns was checked and diagnostics were normal. They did not change the settings at all. They started him on migraine medication and told the patient to reach back out if seizures and migraines continue to worsen, if so they will adjust medications further. The events are not believed to be related to vns.